Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. Transmission revealed low lead impedance on the atrial lead. The patient was seen in the clinic and values were normal. The physician decided to continue monitoring the patient. No intervention at this time and patient's condition was stable.